Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Internal ID # (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. The transmission of 3d image of cone-beam computed tomography (cbct) failed during an interventional procedure, according to the user. The procedure was continued and completed on the concerned unit. Siemens is not aware of any adverse effects on the health status of the involved patient. Siemens has requested additional information in order to conduct an investigation of the reported event. The reported event occurred in china.

Manufacturer narrative:
According to the description, following a 3d acquisition, the scene could not be successfully transferred to the workplace for 3d reconstruction. The reported issue was related to the 3d transfer and 3d reconstruction of the 3d acquisition only. All basic system functions remained available (e.g. 2d fluoro/acquisition, system movements, image display) to the user. Restart of the dicom network switch, which is installed between the artis and the workplace system, resolved the issue. The procedure was then continued and completed successfully. The reported error has not re-occurred. Our experts checked the occurrence rate of the reported error pattern. Possible error accumulation or systematic error, which may lead to a corrective action of the installed base, could not be determined by the investigation. The incident described in the adverse event is not classified as a reportable event after a thorough investigation because neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred or is to be expected, even if the incident recurs.